Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home. 1900 n highway 201. Mountain home, ar 72653. United states. Baxter healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa. Haina, san cristobal 91000. Dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air leakage during use of a homechoice cassette; further described as "air coming out of the front of the machine". This occurred during set up (self-testing) of peritoneal dialysis therapy. The patient passed their "hand over the gasket and feels air pushing out of the bottom right corner¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.